Event description:
Report received of an unrequested bolus dose delivery. It was reported that the pump was programmed to deliver morphine sulfate in the bolus only mode, 1mg every 6 minutes with a 1-hour lockout of 10mg. According to the customer contact, the pt was resting quietly with the bolus cord hanging on the IV pole, not in the pt's hand. When the customer contact pressed the history key on the pump to review the pump history, it was reported that a bolus dose of medication was delivered. When the customer contact pressed the history key a second time, another bolus dose of medication was delivered. The time frame between doses was not reported. The customer contact reported that when the nurse held the pump to check the history, she may have pressed against the bolus cord where it plugs into the pump. There was no reported adverse pt event. The pump was reported to be removed from clinical service and was to be sent to the biomedical dept. Inadvertently, the pump was not sent to the biomedical dept, and was placed back into clinical service. The serial number for the pump was never recorded; therefore the pump/pt pendent cannot be tracked. Though requested, there was no further info available.